Manufacturer narrative:
Qn#: (B)(4).

Event description:
Information received from the customer reports that the swg (spring wire guide) kinked during use.

Manufacturer narrative:
Qn#(B)(4). Additional information received from the customer indicates that the dilator referenced in MDR#3006425876-2020-00176 caused damage to the spring wire guide; thus, it was determined that only one complaint is needed. Please note that this MDR will be voided. All information for this complaint is referenced in MDR# 3006425876-2020-00176.